Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a wound erosion at the pocket site due to weight loss. Symptoms of perforation, dehiscence and healing impairment were noted. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and the pocket site was relocated. The patient was doing well postoperatively. The explanted ipg will not be returned.